Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clogged nozzle. In addition to foreign material found in the nozzle, additional evaluation findings are as follows: the bending section cover glue was separated and discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, there was a clogged air channel during the intended procedure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material present in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.